Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The root cause can't detected currrently. No action will be taken currently, no similar complaint was received sine year 2022 till to now. This issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported that they need to know asap the inner diameter of the monoject insulin syringe material 1188100777. There is an issue occurring when using this with their needleless connector. The needleless connector is compatible with iso male luers having an internal diameter between 0.062" and 0.110". The issue is when the syringe is attached to their needleless connector for an IV push med administration, 5units of insulin are "pushed back" into the syringe and cannot be administered even with positive pressure on the plunger. The customer further stated that one of their pharmacists has pointed out that this syringe has been changed. The pharmacy still has older versions with the flat rubber plunger. The new version (same material#) has a piston like plunger that goes all the way into the luer lock area and pushes back when attached to our needleless connector. This is causing a safety issue. No injury.